Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of failed volume test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and passed. A review of the event history log (ehl) was performed on the last days of customer use since an event date was not provided. This revealed an infusion programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.